Event description:
It was reported that the screen would not stop scrolling on the customer's insulin pump. Her blood glucose was 72 mg/dl at the time of reporting. She stated that the pump is sometimes exposed to moisture in the form of workout perspiration. The insulin pump is being returned. No additional information was reported.

Manufacturer narrative:
The insulin pump had intermittent up button response due to a corroded keypad trace. No display anomaly was noted. The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads. No moisture damage was noted.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.